Event description:
Customer reported the doctor received a flashback of laser light after going through the standard safety protocol. The event happened twice. There was no harm to the patient. The doctor was not injured and finished the procedure without using the laser.